Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in tarrytown, new york. A new erc has been supplied to the customer and the affected device was not repaired and was scrapped, as per customer's request. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2012. Based on available information and considering investigation results of similar complaints, the reported error messages could be due to: defective motor and/or hall sensors at the stator; mechanical jamming of the motor because of misalignment or foreign bodies; errors in the motor control. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 500mm gave two errror messages related to absence of impulse transmission from the hall sensors and motor stuck respectively. The issue occurred during repair activity at manufacturer's site for noise problem. There was no patient involvement.